Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 5.8 cm in diameter thoracic aortic aneurysm. The vessel morphology at the time of implant was not reported. A recent CT revealed that there was a proximal type I endoleak in the thoracic aorta. The physician stated that during the index procedure the physician did not have enough length in the initial proximal landing zone. The physician recognized that the stent graft should have been implanted/landed just distal to the origin of the lsa. The physician implanted a valiant 38x38x150 and the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4).